Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a coronary lesion. It was reported by the investigator that the pt was admitted to the hospital due to syncope 14 months post stent implant. The pt had a positive nuclear stress test and heart catheterization was performed 2 days later. The following day, the pt elected to proceed with 3 vessel bypass heart surgery. The investigator indicated the study device was possibly related to event. No further info has been provided. Please note that this device is an investigational device and is similar to the united states distributed product.